Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that about 2 years prior to the report (2017), the patient had noticed they were having to charge more frequently such as every other day and sometimes every day (if they made adjustments to their settings). No symptoms were reported. It was noted the patient had not changed programs so that wasn¿t the reason why they were charging more frequently. The patient's doctor did not have any suggestions to try. Patient services suggested that the patient try a different group to see if the recharging frequency would improve. It was noted the patient was scheduled to meet with their doctor on (B)(6) 2019, and a request was made to have a manufacturer representative (rep) present at the appointment to see if there would be a way to reduce the charging frequency. A request was sent to the field representatives and a rep confirmed they would be present at the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the causes of the issue were not determined. Impedances were noted to be fine. The hospital elected to hold onto the device/discard it because they said it was older than 5 years old. The rep said they may still send it in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-22. The battery was replaced on (B)(6) 2019. The rep will ask the hospital for it to be returned for analysis. No further complications were reported/are anticipated.